Event description:
A copy of the medwatch report from FDA was received, which states, "rate of diprivan infusing at 0632 on (B)(6) 2023 was 35 mcg/kg/min. Around 0710, bssr completed and diprivan bottle noticed to have infused almost all of the bottle." There was patient involvement however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.